Manufacturer narrative:
The device was received fully deployed. Download data showed the device ran for 1501 pulses with no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. No damages or defects were observed that would result in a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the cannula was visible but the pink slide did not move forward; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 418 mg/dl while worn on the arm for between 24 and 36 hours. As treatment, a new pod was applied.